Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was reported to be 5.4 cm x 5.6 cm; the diameter of the aortic neck ranged from 24-26 mm and the aortic neck length was 25mm. It was reported that the pt returned approx 34 months post stent graft implant. The CT demonstrated that the stent graft had migrated. The pts aortic neck has expanded due to disease progression from 24-26 mm to 27-28 mm in diameter. Currently, there is no evidence of an endoleak. The physician elected to treat the pt at a later date with an aortic cuff. At the time of this report, the secondary intervention has not been preformed. No add'l clinical sequelae were reported and the pt is fine.